Event description:
On (B)(6) 2021 a patient underwent treatment of a thoracic aortic aneurysm with 2 debranch bypass procedure and gore® tag® conformable thoracic stent graft with active control system. A tgmr313110j was successfully implanted distally, a tgm373715j was attempted to deploy proximally just under the brachiocephalic artery, but after deployment the device moved distally approximately 5 mm. Therefore, proximal neck seal length was short, so the physician attempted to obtain more sealing. When the physician performed ballooning using a coda balloon under pacing, the stent graft was moved distally approximately 10 mm. An additional stent graft (tgmr373710j) was implanted proximally to extend coverage. After implantation, paraplegia occurred. Cerebral spinal fluid drainage was performed. Then the patient left the procedure room. Reportedly, the physician kept the ctag landing length at the distal side as short as possible to preserve branch vessels. The bypass might be or might not be related with the paraplegia. The physician stated that there was a risk of the paraplegia because the patient's both external iliac arteries were covered by the stent grafts and embolized by coils during an abdominal aortic aneurysm treatment using gore® excluder® aaa endoprostheses on (B)(6) 2016.